Manufacturer narrative:
Investigation summary : bd received 2 photos for investigation. Evaluation of the 2 photos confirmed the presence of poor barrier separation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of september 2025 therefore additional testing is indicated. Factors that may contribute to poor barrier separation were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate or confirm the customer¿s indicated failure (poor barrier separation) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retention and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. All tubes performed as expected. This complaint has been confirmed for the indicated failure mode poor barrier separation based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of samples exhibited poor barrier centrifugation. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Medical device expiration date: unknown h4. Device manufacture date: unknown a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of samples exhibited poor barrier centrifugation. There was no health impact or consequences reported.